Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use, revealed 4 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had inconstant accuracy test range, constantly reading over 21 when running test multiple times during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.